Event description:
It was reported that on (B)(6) 2010, the patient presented with an acute myocardial infarction. The left anterior descending (lad) artery was completely occluded, 100% mid lad and 90% proximal lad. Mechanical aspiration was performed and pre-dilatation was performed in the proximal lad with a non-abbott dilatation catheter. A 3.0 x 12 mm promus stent system and a 3.0 x 8 mm promus stent system were advanced and the stents were deployed. Post-dilatation was performed with a non-abbott dilatation catheter. Pre-dilatation was performed in the mid left anterior descending artery with a non-abbott dilatation catheter and a 3.0 x 28 mm promus stent system and a 3.0 x 8 mm promus stent system were advanced and the stents deployed. This completed the procedure. On (B)(6) 2011, the patient had a positive stress test and angiography revealed that the proximal left anterior descending artery was found to have a total occlusion. The occlusion was not treated as the patient was asymptomatic. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The three additional promus stents are being filed under separate medwatch MFR numbers. (B)(4) - indication for use. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported occlusion is listed in the promus instructions for use (IFU) as a known adverse event associated with coronary stenting procedures. It should be noted that the IFU states the promus everolimus eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less that or equal to 28mm) with reference vessel diameters of 2.25mm to 4.25mm. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.